Event description:
Info received indicates the pump shuts off by itself while it was running.

Manufacturer narrative:
Calibration values for the ail sensor were within spec. Visual examination of the exterior of the pump shows no cracking near ail sensor area. The event log has been reviewed and there is evidence that pump turns off. Complaint could not be confirmed.